Event description:
It was reported that the patient was scheduled for a magnetic resonance imaging (MRI) procedure without prior proper programming of the implantable cardioverter defibrillator (ICD) to MRI mode. The ICD was found in backup security mode with therapies disabled following the MRI procedure. A device download was performed successfully to exit security mode. The patient was hemodynamically stable.